Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators examined the tip under microscopy which revealed the tip of the catheter was starting to peel back. Based on all the available information the most likely cause of the damaged dilator was determined to be due to quality control deficiency. Investigators were able to determine that an inspection was missed during manufacturing.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. The first two sheaths used had air bubbles issues so they were replaced. When the third sheath was being prepared, it was noticed that the tip of the dilator was damaged, so it has to be replaced again. The procedure was completed successfully. No patient complications were reported. The sheath has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. When the sheath was being prepared, it was noticed that the tip of the dilator was damaged, so it has to be replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.